Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, issues with the active exhalation control module and lcd screen were observed. The device's active exhalation control module and lcd screen were replaced to address the issues.